Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a clinical trial, a flow diverter was used for treatment. The subject balloon was also used for in stent balloon angioplasty in a small area of non-apposition of the proximal end of the flow diverter. Excellent apposition was achieved and the procedure was completed successfully. Post procedure, the patient had a stroke that presented as right hemiparesis. Imaging done showed development of an ill defined acute to early sub acute infarct centered along the posterior limb left internal capsule. Patient was then started on integrillin infusion, taken to ICU and phenylephrine was then initiated. Patient was in ICU for approximately 5 days. In the physician's opinion, the event had a causal relationship to dual antiplatelet therapy, subject device, other stryker device and underlying condition or disease. Event was reported as recovering/resolving. No other information is available.

Event description:
It was reported that during a clinical trial, a flow diverter was used for treatment. The subject balloon was also used for in stent balloon angioplasty in a small area of non-apposition of the proximal end of the flow diverter. Excellent apposition was achieved and the procedure was completed successfully. Post procedure, the patient had a stroke that presented as right hemiparesis. Imaging done showed development of an ill defined acute to early sub acute infarct centered along the posterior limb left internal capsule. Patient was then started on integrillin infusion, taken to ICU and phenylephrine was then initiated. Patient was in ICU for approximately 5 days. In the physician's opinion, the event had a causal relationship to dual antiplatelet therapy, subject device, other stryker device and underlying condition or disease. Event was reported as recovering/resolving. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.